Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an upstream occlusion error. Service evaluation was unable to reproduce the upstream occlusion error while loading a water filled tubing. The cause was determined to be the ultrasonic sensor reading out of specification and the ultrasonic sensor unable to be calibrated. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced an upstream occlusion error. No additional information is available.